Event description:
It was reported the device was broken or damaged. No additional information. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, left & right handles, rear case, logic board, left & right iui connectors, shaft seal, barrel clamp, top disk holder and lens indicator. Performed calibration. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 20jun2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A complete production failure review was not performed because the device was manufactured prior to (B)(6) 2004 ¿ the implementation date of the erp system. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the front case - damaged/ cracked (under pressure sensor). A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA 1604765 syr rear case CAPA ca-2018-0161 iui conn issues.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported the device was broken or damaged. No additional information. No patient involvement.